Manufacturer narrative:
Philips service performed a reboot, and the system was returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flat detector controller was losing communication, making exposure not possible on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.